Event description:
It was reported that when using the bd pyxis¿ es server users were unable to login during server reboot the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the users were unable to log in during the server reboot, even though disconnected mode authentication was enabled. A technical support specialist (tss) informed cameron that an event viewer error on (B)(6) 2025 at 2:20 am showed the centralservice service failing to log on because the orhsnt\svc_pyxis_master account was locked in active directory. Cameron was advised to have the hospital it team unlock the account. Subsequent checks showed that the error no longer appeared, and cameron was informed that a server reboot was essential for windows updates and should occur during scheduled downtime to prevent false errors. Throughout the week, monitoring showed no recurring issues. Further validation via securelink confirmed the app server had been rebooted by hit, with cpu at 5%, memory at 46%, and an uptime reset. Etl processes were running correctly, manual pes reports generated successfully, interface connections and heartbeats were normal, devices communicated smoothly, and the ¿disconnectedflag¿ remained at ¿0.¿ all reboot-related tasks were completed successfully, and the server was verified to be functioning without issues. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server users were unable to login during server reboot the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server users were unable to login during server reboot the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.